Event description:
Event was based on article neurosurgery. 2012 sep;71(3):679-91; discussion 691. Treatment of a cavernous (cav) aneurysm. Post procedure, it was reported that the patient had hemispheric infarcts with cervical carotid dissection, and contralateral multicompartmental hemorrhage. It was reported that the patient expired.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation because it was implanted in the patient. (B)(4).